Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed. Technical services (ts) review the information and identified possible loss of capture (loc) on the right atrial (ra) lead. In addition, pacemaker mediated tachycardia (pmt) episodes were noted. A cardiology review and in person evaluation were recommended. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated information regarding device analysis in this field : additional MFR narrative. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed. Technical services (ts) review the information and identified possible loss of capture (loc) on the right atrial (ra) lead. In addition, pacemaker mediated tachycardia (pmt) episodes were noted. A cardiology review and in person evaluation were recommended. This crt-d remains in service. No adverse patient effects were reported.